Event description:
It was reported that during a peripheral angioplasty procedure balloon separation occurred. The quantum maverick monorail balloon 20mm x 3.5mm separated from the delivery system. The event was noticed outside the patient. The procedure was completed with another device. The patient remained stable and no complication has been reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the quantum maverick catheter was received with no original packaging. There was a complete separation of the midshaft 6cm proximally from the guidewire exit notch. The appearance of the fractured ends of the midshaft may be consistent with separation due to tensile overload. The midshaft separation is consistent with a tensile fracture due to forces applied during manipulation of the device. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separation. The separation is consistent with the reported event, although the balloon bonds were intact and the actual detachment occurred in the mid-shaft component. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user / user error as the device was not used in accordance with the direction for use (dfu). It was reported that the procedure was a peripheral angioplasty, whereas the quantum maverick directions for use states the following indications for use: "the quantum maverick monorail and quantum maverick otw balloon catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion." (B)(4).

Event description:
It was reported that during a peripheral angioplasty procedure, balloon separation occurred. The quantum maverick monorail balloon 20mm x 3.5mm separated from the delivery system. The event was noticed outside the patient. The procedure was completed with another device. The patient remained stable and no complication has been reported.